Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated pcb's and connections within the workstation. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system will not take fluoro shots. There was no report of patient injury.